Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. Additionally, the customer received guidance on storing the pump before returning it and was provided with a pre-paid label and box for the return. The customer was also informed about programming settings and connecting the continuous glucose monitor to the new pump.